Event description:
It was reported that the asumptomatic patient presented. Upon interrogation, right ventricular lead exhibited intermittent loss of capture. On (B)(6) 2017, the lead was capped and replaced successfully. The patient was stable after procedure.